Event description:
The hcp reported the pt had been experiencing overdose symptoms every 27 days. These included hypotonia, somnolence and respiratory depression. A dye study, rotor study, and volume comparisons were done. The results were not reported. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.